Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The nurse reported the cause of the peritonitis was suspected to be due to a use error but this was unable to be confirmed; therefore, the cause will be assessed as unknown. On an unknown date the same month as receipt of this report, the patient was hospitalized for the event. While hospitalized, the patient was administered an unspecified intraperitoneal antibiotic daily for two weeks (start date, finish date and dose unknown). Pd therapy was ongoing. On an unknown date the same month as admission, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. No additional information is available.